Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions. Additionally, plans were made to replace the pump due to previous occurrences of the same issue, ensuring insulin delivery would not be disrupted, and instructions were given for storage and return of the old pump.